Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage to the conductor wire's insulation at the distal end. The conductor wire was exposed as a result. A piece measuring approximately 0.024" x 0.019" was missing. The instrument passed the electrical continuity test and had signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the fenestrated bipolar forceps was found to have melted insulation when cleaning the tip of the instrument. The user completed the procedure using a backup fenestrated bipolar forceps. No fragment fell inside the patient. The procedure was completed with no injury to the patient.